Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device's top case is chipped in front left corner, bottom case is cracked under the l-bracket. The customer stated problem was duplicated. Pump powers up alarming with blank screen. Replaced corroded interconnect board. Replaced damaged top and bottom cases, ear clip and size pot. Cleaned, greased, calibrated and performed all functional testing which passed. Returned customers tracking device, l-bracket and power cord with the pump. The cause of the reported problem was traced to user manipulation of the device (fluid ingression into the main body of the pump). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical medfusion pump had issues with the printed circuit board (pcb). No adverse effects were reported.